Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The rewind functioned properly during testing. The insulin pump was programmed and monitored for four days. No unexpected bolus or basal deliveries occurred during monitoring period. No unexpected delivery anomaly or motor anomaly noted during testing. No cosmetic damage noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer noticed that the insulin pump is delivering more insulin than before and it is delivering continuously. Customer's blood glucose was 4 mmol/l. Customer had a low reservoir alert and stated that when the pump starts to rewind, it just drops down to the bottom. Customer stated that the motor falls back down. Customer does not have a back-up plan. Customer was advised to discontinue use of the pump and revert to a back-up plan.